Event description:
It was reported that the patient experienced alternating low and high blood glucose while using the ilet, with a highest reading of 366 mg/dl and a lowest of 45 mg/dl, after a steel infusion needle was inadvertently dislodged during sleep and the ilet was subsequently turned off overnight due to alarms; the patient replaced the infusion set in the morning and treated a low with 12 grams of oral glucose. Symptoms included hypoglycemia with shaking/tremors, malaise, and hot flashes/flushes. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and available details were insufficient to identify a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.